Event description:
Drive devilbiss healthcare is the initial importer of the device which is a commode. We have not received the device for evaluation. We will file a follow-up as information is available. The seat to the chair was not fixed to the frame, the molding of the chair just clips over the frame. So a patient tipped forward in the chair to adjust and the seat of the chair lifted off the of the frame. The patient fell forward and hit her head on the wall causing injury.